Manufacturer narrative:
Patient¿s date of birth: the patient was born in (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further described as the patient's environment was poor/ poor water supply. The patient was hospitalized for the event. Treatment and patient outcome was not reported. Action taken with the dianeal therapy was not reported. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
The patient was treated with unspecified antibiotics (doses, frequencies and routes not reported) for peritonitis. The treatment with antibiotics was later stopped. It was reported that the patient recovered from the peritonitis event; however, on an unspecified date, the patient died. The cause of death was reported as pneumonia and peritonitis. It was unknown if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.